Event description:
It was reported that the hcp had difficulty aspirating fluid through the cap. A catheter revision was planned. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709sc, lot# n201924003, implanted: 2009 (B)(6), explanted: unk.

Event description:
Additional information: it was later reported that a catheter dye study was attempted (B)(6) 2011 but the health care provider was not able to aspirate the catheter. An x-ray was also done (B)(6) 2011. A catheter revision was done (B)(6) 2011. There was no reported patient injury. The pump was used to deliver dilaudid.